Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the sensor board was found to have a damaged connector (bent/loose). The damage observed was consistent with the device being dropped. The sensor board connector was aligned and reconnected to address the issue.